Event description:
This is a follow up report to medwatch 1222993-2025-00033 due to device investigation completed. Investigation confirmed the root cause as interference from the nozzle of the automated adhesive dispenser during the application of adhesive around the tip causing micro-scratches. The micro-scratches on the tip surface, on a rare occasion can lead to pvdf film damage which may result in patient injury. To correct the issue, the nozzle of the automated adhesive dispenser was adjusted to prevent interference during the application of adhesive around the tip and 100% visual, in-process inspection for evidence of micro-scratches was introduced to the process.

Event description:
It was reported during an onsite training a patient experienced burns on the lower face following a monopolar rf facial using a xerf device. The patient was recommended to see a doctor. The customer was unwilling to schedule service to evaluate the device. The customer site did provide images of the patient post treatment and of the device tip. Images provided on (B)(6) 2025 were reviewed and discussed with cynosure medical director. Cynosure medical director states, "the image provided appears to be small, full thickness burns with no evidence of infection and is at risk for scarring and hyperpigmentation." On (B)(6) 2025 a second set of provided images of the patient were reviewed. Cynosure medical director confirms there is evidence of scarring and loss of pigment. Another image of the device tip was also provided. At this time, it is unknown what contributed to the reported malfunction and burning observed in the patient images or the damage to the tip observed in the provided image. It is unknown what caused this observed defect to the tip. The defect was observed but unable to be verified if it contributed to the reported burning. A final MDR will be submitted once investigation has been completed. Since a reported malfunction and serious injury occurred, we are reporting this as an initial MDR.